Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the air and water supply was clogged due to a clogged nozzle. This finding was caused by insufficient or incorrect reprocessing of the scope. The unit was than cleaned and passed the air and water capacity test. It was observed that the bending section cover glue was cracked. It was also observed that the insertion tube and distal end plastic cover had minor dents and scratches due to handling. Lastly, the light guide tube had minor scratches due to handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus when attempting to wash the evis exera iii gastrointestinal videoscope an error message appears stating something is wrong with the scope valves. The reported issue occurred during reprocessing. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the air/water nozzle was unable to be identified. The following is included in the instructions for use: ¿operation manual_ preparation and inspection: inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system, inspection of the air-feeding function. Inspection of the objective lens cleaning function. Reprocessing manual_precleaning the endoscope and accessories: warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: flush the air/water channel with detergent solution. Remove detergent solution from all channels.¿ olympus will continue to monitor field performance for this device.